Event description:
Customer reported an issue with the gas module iii which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the multi gas analyzer bench on the gas module iii. Tested and calibrated to specifications.